Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the one of the nurses and biomed called in yesterday to troubleshoot flow issues with neonatal pad in an arctic sun device. Upon troubleshooting it was found that there was a hole in the backside of the pad. They want to know how they could get assistance with sending in the pad for investigation. They had it in office until someone could coordinate return. Provided tm's name and would reach out to the tm to assist with returning of the pad and investigation.

Event description:
It was reported that the one of the nurses and biomed called in yesterday to troubleshoot flow issues with neonatal pad in an arctic sun device. Upon troubleshooting it was found that there was a hole in the backside of the pad. They want to know how they could get assistance with sending in the pad for investigation. They had it in office until someone could coordinate return. Provided tm's name and would reach out to the tm to assist with returning of the pad and investigation. Per follow up information received via task on 24feb2025. Nicu still has the pad and would send pad for evaluation. Confirmed no further issue with patient. The moisture was wiped from the infant, and they observed no reactions. Therapy was not continued.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Baw7667064 revision 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: e. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.